Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant the lead exhibited an issue with the inability to redeploy the helix after retraction of the helix. A new lead was implanted. No patient complications were reported as a result of this event.